Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported elevated blood glucose (bg) levels after missing a meal announcement. Bg rose to 317 mg/dl, confirmed by fingerstick at 283 mg/dl. The agent advised allowing the ilet correction algorithm to adjust but later recommended a full supply change after continued high readings. The user completed the supply change and resumed insulin delivery successfully. The highest blood glucose (bg) recorded was 300 mg/dl. Bg was corrected through the supply change and resumed insulin delivery. The user's reported symptoms during the event included sweating. No medical intervention was reported at the time of call.